Event description:
It was reported that the motorized motions were completely non-functional. The system may be unable to obtain critical views resulting in a complete loss of functionality. There was no report of a pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reseated and tightened the connector on the remote user interface cable. The system operates as intended.